Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the device was not working. Patient stated she does not think the device was working properly which started a couple months ago. Patient stated the device was also causing pain sometimes and only way to get to stop was by turning the system off. No further complications were reported/anticipated.